Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device would not activate and the device was tried on two different machines. The device then started on its own and would not stop and kept going continually. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the drive cable stopped rotating when the trigger was released, however, the blade failed to rotate. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. Prior to contact with the patient, the device would not activate and the device was tried on two different machines. The device then started on its own and would not stop and kept going continually. Another like device was used to complete the procedure with no adverse patient consequences. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.